Event description:
The user/facility reported "leaking of product at site where in-line filter connects to IV tubing. Estimated blood loss 60cc. Transfused - product and amount of product unknown, condition stable." Several attempts were made to contact the user/facility. Voice mail messages have been returned. There is no additional info on the pt's status.